Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11204 - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of crimped cannula with 6 infusion sets. The symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be abdomen and it was rotated regularly.patient's blood glucose level was reported to be 400 mg/dl therefore, patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.